Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm model #: sc-4316, lot #: 16128845, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a constant headache after a revision procedure. The headache was present even the stimulator was off. It was believed that the lead may have been pushing on a nerve but the physician thought that the patient may had a cerebrospinal fluid leak. The patient underwent an explant procedure. No device malfunction was suspected.